Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In a followup , rep reported "patient's pelvis fractured above the saddle during physical therapy and will have to be revised".

Event description:
In a followup , rep reported "patient's pelvis fractured above the saddle during physical therapy and will have to be revised". Update: based on findings in the clinician review ar: "beyond the reported iliac wing fracture, there is the problem of dislocation between femoral component and pelvic prosthesis with apparent disassociation between femoral head and angle adapter to the femoral stem."

Manufacturer narrative:
Additional information: an event regarding periprosthetic fracture of the pelvis involving a custom peri-acetabular reconstruction prosthesis was reported. The event was confirmed based on review of the medical records provided by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned, it remains implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: because the fracture problem is related to the more lateral location of the saddle prosthesis than would be optimal, this aspect is procedure-related because related to surgical technique under responsibility of the surgeon. From the patient-related perspective, there is no information. Although it would still be possible that adjuvant therapy with chemotherapeutical anti-tumor agents might have caused similar adverse effect upon bone quality and thus bone strength. Device-related factors lay no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenario. -device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar reported events for the reported lot. Conclusion: based on clinician review of the medical records provided the periprosthetic fracture of the pelvis was confirmed however it is not possible to determine the exact cause of the event. Clinician review indicated because the fracture problem is related to the more lateral location of the saddle prosthesis than would be optimal, this aspect is procedure-related because related to surgical technique under responsibility of the surgeon. From the patient-related perspective, there is no information. Device-related factors lay no role. Further information about patient factors such as bone quality would be required to further investigate this event to determine a definitive root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.